Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using metformin.